Event description:
It was reported that the patient experiencing skin discomfort due to the implantable cardiac monitor (icm) migrated into the breast tissue. The icm was explanted. There were no patient consequences.

Manufacturer narrative:
The device was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. No anomalies were noted.